Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was probably about 2 years ago the patient had a manufacturer representative (rep) try to jump start their implant and it kept failing. Patient stated that they have not used their stimulator in a few years and they are in a situation where their doctor wants to see if there is any way they can get it going in order to do an impedance test. Patient wanted to know if there was someone that could try to help them with that. Agent reviewed with the patient that they would need to meet with a representative in person to do the impedance test to check on the leads. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they had so much trouble with this whole thing for 4 years or more, they had met with two different reps about it but could not get the ins charged.